Event description:
On (B)(6) 2023 spoke with doctor. On (B)(6)2023 pt presented with corneal infiltrate/ulcer. Symptoms of lens awareness, discomfort, photophobia, and redness od only. Pt was treated od with ciprofloxacin ophth drops. Od four times a day for 10 days. Pt resumed contact lens wear, recurrence occurred. Pt seen by dr. Treated again od with maxitrol ophth drops four times a day for 2 weeks. Corneal infiltrate/ulcer was 1-2 mm in the mid peripheral cornea. (Both times). The patients best correct visual acuity was restored to normal limits. Her cornea resumed with in normal limits. No residual issues from incident. Lens was deemed defective by ecp, & returned to synergeyes. New lens ordered and inserted no issue since. Doctor stated patients care of b & l biotrue or clear care is performed correctly. She did not feel issue was pt related. Pt was never referred to ophthalmologist, as infiltrate was small and manageable. Consultation department, synergeyes. 4/10/23 device was received at synergeyes returns department. 5/01/23 device was inspected at qa- parameters measured were within tolerance. Found smudges, spots and scratches on lens at surface inspection. These are all consistent with care and handling. No further investigation is required. Qa analyst, synergeyes.